Event description:
Reporting status: serious injury - permanent impairment. Reporting rationale: stent remains in patient. Device issue: stent dislodgement. It was reported that the target lesion was the cx with mild calcification. The lesion was predilated and the 2.5 x 8 mm promus stent delivery system (sds) was delivered, but the balloon would not inflate. The balloon dog boned and the stent opened partially. The sds was pulled back and the stent became stuck due to having opened partially, and dislodged in the patient's leg. A second stent was used to complete the procedure. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.